Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, that the bd luer-lok syringe scale marking was missing. The following information was provided by the initial reporter: "the 3 ml syringe has no measurement lines on the outside of the syringe."